Event description:
Doctor was conducting a fill of the expander and the expander was not getting any larger. The expander was placed initially into the pt on (B)(6) 2010. The incident occurred and a replacement surgery was conducted on (B)(6) 2010. Pmt was notified verbally via phone of the incident on (B)(6) 2010.

Manufacturer narrative:
When the product was received back at pmt for investigation, there was a large slice in the shell of the expander next to the port. It was reported by the customer that this was done to drain the saline. Due to the cut, a leak inspection of the shell could not be conducted. Visual inspection showed a small needle puncture right next to the port. A pressurized leak test of the port showed no signs of leakage. The port functioned as designed. Product is specified for use for 90 days or less, this expander was in place for more than the specified length of time.